Event description:
At 1925 the pca morphine peripheral IV bolus dose was changed on the pca pump. It was changed from .4 to 2, but it was changed to 2cc instead of 2mgm. It was pt bolus only every 20 minutes to three times in an hour. Pt used it twice after increase for a total of 4cc or 20 mgm from 1925 until 0100.